Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60-year-old male on impella cp for mechanical circulatory support. It was reported after a successful impella implant procedure, CT revealed extravasation in the vicinity of the descending aorta. The patient was sent to or for impella cp explant, aortic graft placement, pericardial window, and chest tube placement.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.